Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned where it was found that the biopsy channel has no leak, no blockage, and no damage. The lens epoxy is worn, the cap has dents and scratches and the bending rubber adhesive is detached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cleaning process information at the facility could not be obtained and the root cause could not be identified, the following is likely: since the clip was sucked with the jaw of the clip open, it got stuck in the pipeline including k bunki and the clip was not ejected. Since the facility uses a non-olympus cleaning brush, it did not match the channel diameter of the device, and it was difficult to eject the clip. From the inspection results of the equipment, it is considered that there was no abnormality in the suction amount inspection and no problem occurred in the forceps channel. Therefore, it was difficult to eject the clip because the cleaning brush was deteriorated or damaged instead of the clip stack due to the defect of the forceps channel. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is planned to be returned to olympus (B)(4) but has not been returned yet. The user requested an investigation into the device for defects that could cause clips to get stuck. In addition, according to the information provided by the user, the device has passed the leakage test. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that a resolution clip came out of the channel while reprocessing the device. The clip was not used on the patient in the previous endoscopy, and the clip was last used on august 20, 2021. The device then had been through a cleaning process and used on three other patients, each reprocessed via a steris reprocessing device. The device was cleaned with a pull thru cleaning brush with an inner diameter of 2.8-5.0 mm. There was no report of patient injury associated with the event.